Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during filling at the hospital. There was no patient involvement. No additional information is available.